Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient was not adapting to the galaxy lens and had complained about their distance vision and its impact on daily tasks such as lawn bowls. The healthcare facility plans to perform an additional surgery to explant and exchange the lens. The rayone IFU contraindicates "patients unlikely to adapt to simultaneous multiple retinal images". "Deviation from target refraction" and "iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Rayner iols undergo 100% optical inspection during the manufacturing process. Our review of production records for the rayone galaxy toric rao615x batch: 104254720 showed that all manufacturing and quality checks were conducted with successful results. Rayner's medical consultants have previously advised that neuro-adaptation can take up to six months to achieve and that a small percentage of patients (approximately 3-5%) are just never able to adapt to the functional style of the lens. The patient underwent implantation of the rayone galaxy toric rao615x iol in may 2025. It is therefore very likely that neuro-adaptation is a contributory/causative factor to the visual outcome in this case.

Event description:
On 19th august 2025, rayner received notification from a healthcare facility in australia of an event that occurred following implantation of a rayone galaxy toric rao615x. The event description provided states that the patient has complained of the quality of their post-operative distance vision impacting their ability to complete daily activities such as lawn bowls.